Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/26/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the battery compartment was found to be cracked. A review of the device history record revealed that the pump was operating within specifications at the time of the release.

Event description:
The patient reported that the ok button is intermittently responding. The patient also reported that the button has a delayed response or the pump is requiring a large prime volume. The patient reportedly wore the pump attached to belt and did not clean the pump. This report is made based on the allegation that the ok button is malfunctioning.